Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 35 mg/dl. No symptoms were reported at the time of the incident. The customer was not treated for the low blood glucose. The customer reported having a flashing display saying updating sensor and a battery issue leading to the low blood glucose. Troubleshooting was provided. The customer was advised to discontinue the insulin pump. The product will return for analysis. The customer did not have the auto mode feature activated at the time of the incident.

Manufacturer narrative:
The insulin pump was received with a frozen screen at the medtronic logo due to a problem isolated to electrical board. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to a frozen screen. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.